Event description:
Elevated immulite 1000 progesterone results were reported to the physician on two pts samples. The physician questioned the results because the progesterone values were elevated relative to the pt's estradiol levels. Both pt samples were retested with another progesterone assay and the results were lower. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant progesterone results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant progesterone result is unk. The instrument is performing within specifications. No further evaluation of the device is required.